Event description:
It was reported that distal tip detachment occurred. The 110x2.5 mm, eccentric, totally occluded stenosed target lesion was located in a non-tortuous and mildly calcified 'knee artery'. A 300cm pt²¿ guidewire was selected and advanced to the lesion but the tip of the device broke off. The physician used a snare to remove the device and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Unit returned in a generic plastic bag and has the wire broken, as part of overall visual revision. Unit returned matches with upn provided by the costumer. The visual inspection was performed and the device returned fractured (distal end), moreover, the distal section (polymer coating) was not returned. All the outer diameter (od) taken were compared and all of them are according to specifications. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. The sample presented fracture in the inner wire by multidirectional bending with tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that distal tip detachment occurred. The 110x2.5 mm, eccentric, totally occluded stenosed target lesion was located in a non-tortuous and mildly calcified 'knee artery'. A 300cm pt&#10400;guidewire was selected and advanced to the lesion but the tip of the device broke off. The physician used a snare to remove the device and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).